Event description:
The complaint is reported as: there was no humidification supplied to the pt during use. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The actual sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is returned, a f/u report containing the investigation results will be submitted.